Event description:
The representative later verified that the patient had an 8711 catheter that was sutured in place, and they misspoke when they mentioned the sutureless connector. The suture was what sheared through the catheter and caused the previously reported issue. They stated that a five inch segment of an 8596sc catheter was placed and resolved the reported symptoms and issues.

Manufacturer narrative:
Product ID: 8711 lot# serial# (B)(4), implanted: 2003 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
A representative reported that the patient had a dye study on (B)(6) 2013, and it showed some possible leaking at the connector sites, or a disconnection of the connector. The medication used within the system was baclofen. The representative later reported that the catheter ¿just kind of sheared,¿ and the bell connector was just ¿pretty much broken off¿. The patient had experienced an increase in spasticity, altered mental status, and they were irritable and ¿acting out a little bit more than they usually did¿. The representative later reported that they replaced the sutureless connector portion of the catheter and spliced it to the old catheter. They performed a dye study and got good flow through the new catheter.